Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2010 including two percutaneous leads. Impedance measurements on the devices were taken intraoperatively, and it was reported that one of the 16 contacts yielded an invalid reading. No action was taken during the surgical procedure to correct this issue. Postoperative, the alleged impedance issue remained; however, stimulation was captured for the pt. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead (s).